Manufacturer narrative:
The clip was implanted and will not return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being conservatively filed due to a pericardial effusion, unknown if device related. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation with a grade 4. One mitraclip was implanted without a device issue reported, reducing the mr to grade 1-2. During the procedure, a pericardial effusion was noted, and a pericardial drain was placed. After the procedure, the patient was sent to the or to treat the effusion. Per physician, the pericardial effusion was thought to have occurred during the transseptal portion of the procedure, however, this could not be fully verified. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion could not be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation with a grade 4. One mitraclip (cds0701-xtw, 11201r284) was implanted without a device issue reported, reducing the mr to grade 1-2. During the procedure, a pericardial effusion was noted, and a pericardial drain was placed. After the procedure, the patient was sent to the or to treat the effusion. Per physician, the pericardial effusion was thought to have occurred during the transseptal portion of the procedure, however, this could not be fully verified. There was no device malfunction. Subsequent to the previous report, the additional information as received. The patient had a left atrial repair and the event required prolonged hospitalization. No additional information was provided regarding this issue.